Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient's ipg was assumed to be non-functional. The charger and programmer could no longer communicate with the ipg. The patient couldn't recall the last time she recharged the ipg. As a result, the ipg was explanted and replaced. The replacement ipg resolved the patient's issue.